Event description:
After 4 days of use and successfully weaning pt of, the perfusionist noticed blood in the tubing. Prior to the removal of the iab there was no indication of a balloon leak. No further therapy was needed. Pt is stable.